Manufacturer narrative:
The referenced scope was returned to olympus for an evaluation. A visual inspection was performed on the received condition and noted that the distal end of scope was in a relaxed and not curled position when received. During testing, the distal end never became stuck despite multiple attempts at manipulation of the bending section using the control knobs. Additionally, the fe-lever (free engage) functions as intended and locks the bending section in place and relaxes upon release when angulating in the up and down directions. A leak was discovered from the biopsy channel during the water dunk leak check. An olympus boroscope was used to verify the biopsy channel. Upon inspection a large tears/holes and multiple scrape marks were found at the distal end side of the channel. The damages to the biopsy channel start at the distal end opening and continue up until about 70mm which is in the bending section area. The control body was opened and there was signs of rust located on the drum unit that houses the angle wires. In addition, drops of water were found inside the control body and corrosion on the coil holder (grip section). Furthermore, the image has excessive broken fibers scattered throughout, the bending section cover glue at the distal end is chipped and missing a small portion and the bending section ribs were noted to be intact. The scope was purchased on august 28, 2013 and was last repaired on may 18, 2016. The exact cause of reported event could not be confirmed. However, based on evaluation findings, fluid invasion or operational error cannot be ruled out as a contributory factor. As a preventive measure, the instructional manual states: to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. If the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope or endotherapy accessory carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope or endotherapy accessory is observed, contact olympus. The probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus.

Event description:
Olympus was informed that during a kidney stone removal procedure, the user facility reported that an unspecified stent was used and that the distal end of the scope reportedly ¿froze¿ in a curled position and the doctor experienced difficulty removing the scope. The scope was eventually withdrawn from patient with the use of an unspecified non-olympus guidewire to straighten the distal end. The procedure was aborted, as there was no spare device readily available. According to the user facility, this type of procedure is not performed often. There was no patient injury reported. It is unknown if the patient was rescheduled for another procedure.